Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that the physician pulled the manta device back to red. Hematoma and bleeding were reported at the surface. It was reported that the manta device was extravascular. Manual pressure was held. Balloon and covered stent applied. Additional information on 02nov2022: during a tavr procedure on (B)(6) 2022, access was obtained under ultrasound, using micropuncture kit in the mid right femoral artery. It was reported that the vessel size was 6.8x7.0mm with mild distal calcification and no tortuosity. Measured depth for the manta was 6cm and there were no reported issues advancing or withdrawing sheaths. Prior to deployment blood pressure was 111/65mmhg and act was 275. Heparin and 50mg of protamine were administered intravenously. Time to hemostasis was 10-15 minutes and the patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team indicating the radiopaque lock positioned far from the access site; and a covered stent was placed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. Micro puncture and ultrasound were utilized to gain a central positioned access. The arteriotomy was 6.8mm x 7.0mm, mild calcification distal to the access, posterior wall calcification, with a depth measurement of 6cm. No issues were encountered advancing or withdrawing procedure sheaths. During deployment procedures, the physician pulled the device back to red, deploying the device extra vascular. Bleeding and a hematoma were present on the surface, manual pressure was applied. The physician proceeded with balloon inflation to tamponade and deployed a covered stent over the arteriotomy site. Hemostasis was achieved within ten to fifteen minutes; and the patient outcome post procedure was fine. There are multiple factors that are potential causes possibly contributing to the tract deployment and in this case the cause was likely due to the excessive force applied during the initial deployment steps. Per the IFU: deploying device and sealing the puncture, as indicated: do not pull past green. Excessive force may cause vessel damage; only light tension (yellow/green) is required; maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure; note that the tension gauge indicator will show a red zone when excessive force is applied. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include late arterial bleeding. If bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that the physician pulled the manta device back to red. Hematoma and bleeding were reported at the surface. It was reported that the manta device was extravascular. Manual pressure was held. Balloon and covered stent applied. Additional information on 02nov2022: during a tavr procedure on (B)(6) 2022, access was obtained under ultrasound, using micropuncture kit in the mid right femoral artery. It was reported that the vessel size was 6.8x7.0mm with mild distal calcification and no tortuosity. Measured depth for the manta was 6cm and there were no reported issues advancing or withdrawing sheaths. Prior to deployment blood pressure was 111/65mmhg and act was 275. Heparin and 50mg of protamine were administered intravenously. Time to hemostasis was 10-15 minutes and the patient was reported as fine post procedure.